Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after breakfast despite issuing a meal announcement, with blood glucose rising from 88 mg/dl to 356 mg/dl and remaining steady; a system check was performed and passed, and the contact later replaced the infusion set, cartridge, and luer and planned close monitoring. Symptoms included high blood glucose. Outcomes included no hospitalization, no third-party medical assistance, and no adverse events. Investigation included technical system checks and user troubleshooting with supply replacement and education. Investigation of this case revealed that the device passed functional checks and that the prior infusion site and supplies were discarded without inspection, leaving the cause undetermined. It was concluded that the event was consistent with hyperglycemia of unclear cause with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.